Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked case, reservoir tube, battery tube threads and missing end cap sticker.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalization was over 800 mg/dl. Customer stated that her insulin pump has cracks at the battery compartment, reservoir compartment and right side of the screen. Nothing further was reported.